Event description:
Philips received a complaint on the v60 ventilator indicating that the device was exiting standby on its own. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The device was exiting standby on its own before detecting the patients trigger or before the start button was pressed. An authorized service provider (asp) evaluated the device at a repair center and confirmed that the standby mode was immediately canceled after being set. The asp replaced the flow sensor assembly (fsa) to resolve the issue. Following the part replacement the asp completed a cleaning, running test, and functional test before returning the device to the customer ready for use.